Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced nocturnal low glucose values in the 40¿50 mg/dl range and believed the ilet was delivering too much insulin, for which customer care guided a factory reset and insulin delivery then resumed; device problem and component details were unknown. Symptoms included hypoglycemia with confusion/disorientation and sweating, which the user treated with oral carbohydrates. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and medical device problem and component details remained insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.